Manufacturer narrative:
Product event summary: the device was subsequently returned and analyzed. Analysis revealed the returned device was unable to confirm an issue. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. It was noted that there were multiple vreg monitor power on reset (por) were recorded in rapid succession as the por reset parameters were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a high urgency power on reset (por). The patient had an episode of ventricular tachycardia that was treated successfully with shock. Prior to the episode there is evidence of short circuit protection. It is suspected there is either a lead issue or internal device circuit issue. The ICD was explanted and replaced and the right ventricular leads were capped and replaced.